Event description:
The catheter was inserted into the pt's right internal jugular vein. About eight hours later, when the clinicians went to re-wire it, the clinicians cleaned down the neck of the pt to sterilize it. During this time, the plastic adapter separated from the catheter. The grey portion remained on the drape and the actual catheter remained inside the pt. Attempts have been made to retrieve the catheter. The pt is anticoagulant. The pt has had a lot of radiography in an attempt to remove the catheter. Another procedure is scheduled to be performed (B)(6) 2011 in an attempt to remove the catheter.

Manufacturer narrative:
The sample may be available for eval. Add'l info regarding this incident has been requested. If the sample and/or add'l info is received, a supplemental report will be submitted. Internal file number: (B)(4). Date submitted: (B)(4) 2011.